Event description:
The customer reported a speaker malfunction no sound coming from the device. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The customer sent the device to the bench repair where diagnostic/functional testing was performed. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. The speaker has been replaced for preventive maintenance and the device was sent back to the customer.

Event description:
The customer reported a speaker malfunction no sound coming from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.